Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient has experienced a catheter balloon burst on several different occasions. Additional information was provided by the international business center (ibc) via email on 21jan2019 that the patient suffered from an enlarged prostate with urinary retention. The catheter was placed transurethrally using the syringe supplied in the tray. During each catheter change the patient experienced bleeding. Further information was received from the ibc via email on 22jan2019 that the patient was uncertain if any balloon pieces were missing. The patient advised that the catheter use was due to the urine retention problem which came from the enlarged prostate.

Event description:
It was reported that the patient has experienced a catheter balloon burst on several different occasions. Additional information was provided by the international business center (ibc) via email on 21jan2019 that the patient suffered from an enlarged prostate with urinary retention. The catheter was placed transureatheraly using the syringe supplied in the tray. During each catheter change the patient experienced bleeding. Further information was received from the ibc via email on 22jan2019 that the patient was uncertain if any balloon pieces were missing. The patient advised that the catheter use was due to the urine retention problem which came from the enlarged prostate.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water" the device was not returned.